Event description:
It was reported that the customer was in the hospital due to diabetic ketoacidosis and high blood glucose levels. Customer was hospitalized on (B)(6) 2014 with a blood glucose level over 500 mg/dl. Customer was out hunting with his father and felt sick. Customer threw up and had diarrhea. Customer had a possible sensor that was not sticking. Customer was hospitalized due to diabetic ketoacidosis and ketones, which was possibly caused by not checking his blood glucose level or food intake. Customer was in the emergency room and hospitalized for 24 hours with an insulin drip. Customer was wearing the pump at the time of the hospitalization. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.